Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30327684l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6) manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) year old male patient underwent pulmonary vein isolation procedure (pvi) for atrial fibrillation with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The cardiac tamponade event occurred during the procedure while the device was in use and after ablation was started. Pericardiocentesis performed to remove blood from the pericardio. Transseptal was performed with brk needle. There was no evidence of steam pop. There were no error messages observed on biosense webster equipment. All available features were used for force visualization (graph, dashboard, vector, visitag). Visitag was used with tag index for stability and force time intervel (fti) for coloring. No additional filters were used. The patient did not require extended hospitalization and current status is unchanged. The physician¿s opinion is that product malfunction was not ascertained.